Event description:
The physician used synthetic, non-absorbable suture for a cerclage stitch. The patient went into labor on their own. The physician wished to remove the cerclage stitch at 38 weeks after replacement, but he could not find it. The physician is unsure if the suture had invaginated into the upper part of the uterus or if it had broken and fallen out. Physician did not feel comfortable having the patient go into active labor and deliver vaginally because if the stitch was still present it may have torn the patient's cervix while delivering the infant. The infant was delivered by c-section. Suture still could not be visualized during two post vaginal exams.